Event description:
It was reported that for first device fourth top right, for second device second and third top left, for third device fourth bottom left and top right, for fourth device fourth bottom left and top right, for fifth device fourth top right segments were dim, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 5 out of 5 returned display boards. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a lvp mockup test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 5 out of 5 of the returned lvp display board assemblies with dim segments. The root cause of the customer's report was a manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for the investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that for first device fourth top right, for second device second and third top left, for third device fourth bottom left and top right, for fourth device fourth bottom left and top right, for fifth device fourth top right segments were dim, and therefore, will be replaced. There was no reported patient involvement.